Event description:
It was reported that during implant the lead exhibited loss of capture, loss of sensing and high impedance. The lead was not used and a new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).